Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a scoliosis deformity revision procedure was performed on (B)(6) 2013 due to patient pain. It was discovered that two proximal screws were mal-positioned. Surgeon removed the top 8 matrix locking caps (4 on each side), bent the rods out of place, removed the 2 screws, rebent the rods in place and locked the frame again. Five caps were easy to remove, but three were very hard and caused two matrix screwdriver tips to break. The five easy caps were put back in patient. The difficult caps were replaced with new ones. Surgery was extended by about 15 minutes because of the stiff caps. Instruments were swapped out and the surgery was completed with no reported harm to the patient. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The surgeon used instruments to loosen matrix caps. Without limiting the torque, the user can generate enough torque to exceed the shear strength of the material. Off axis loading can also contribute to the failure of this stardrive. The technique guide includes caution associated with loosening or removing locking caps. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Universal punch corp. Manufactured the t25 stardrive shaft for matrix-standard, p/n 03.632.002, lot number 6457218, on purchase order 1185206, and work order 2379846. The material of the part was confirmed to be correct. The part conformed to dimensional specifications at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The diameter of the screwdriver tip was confirmed to be within specifications.